Manufacturer narrative:
(B)(4). Date sent: 2/10/2026. D4: batch #unk. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: no. Did the device deliver any staples? No. If yes, were the staples formed properly? N/a. If yes, was the staple line complete? N/a. Did the device cut? Not attempted if yes, was the cut line complete? N/a. If yes, was there any issue with the cut line? N/a. Was there any difficulty opening the device jaws? Yes, the surgeon closed and opened once successfully. He closed again and could not open. Is the current patient status known? N/a - have been at nsm and have not been back to account yet. The stapler was never placed on tissue and never fired. Procedure went on as normal and have not heard of any changes in patient status. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? N/a (see above). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? If yes, how was the device removed from the patient? Did the jaws eventually open? A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #a98l65, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic partial colectomy procedure, it was observed that the stapler locked out while in use. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/18/2026. Corrected data: b1, h1. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? If yes, how was the device removed from the patient? Did the jaws eventually open? The device was not on tissue when it locked out. - since it was not on tissue, the surgeon simply removed it through the trocar. - the surgeon attempted to squeeze the closing trigger while simultaneously depressing the anvil release button. - the jaws did eventually open. I walked in the room as the incident occurred. Once I was informed of what was happening, I asked the circulator, who at this point had the device in hand, to depress the knife reverse switch. I heard the knife blade retract and the jaws then opened as normal. The surgeon had already requested the new stapler and staff opened it, so he used the new one. He tried knife blade reversal when the stapler was inserted in the trocar and said it did not work. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.